Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was reported that there was noise noted on the implantable cardiac monitor which led to false tachycardia detection. The device remains in use. No patient complications have been reported as a result of this event.